Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the sensors were not working stated does not last as much as they need to. Customer stated gets calibration errors, change sensor and got threshold suspend. Customer stated that she calibrated and was over 100 mg/dl and got calibration error and got a request for blood glucose and then sensor end. Troubleshooting was done for threshold suspend. Customer's blood glucose was 160 mg/dl. Customer sensor reading was 40 and threshold limit was 80. Explained the differences of sensor glucose versus blood glucose. No further information provided.